Event description:
It was reported that the intellivue mx430 patient monitor indicating that a speaker is not functioning. The device was not in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A good faith effort attempt confirmed that the device did not produce sound and speaker malfunction inop was displayed. The customer received remote application assistance from a remote support engineer (rse) who found that the iv2-flex mechasy loudspeaker assembly was defective and needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was the iv2-flex mechasy loudspeaker assembly. The reported problem was confirmed. The customer was provided with a replacement iv2-flex mechasy loudspeaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone#: (B)(6).